Manufacturer narrative:
Analysis of the ins ((B)(4)) found the setscrew to be backed out too far.

Event description:
The manufacturer representative (rep) reported that the lead would not go into the header block of the new implantable neurostimulator (ins). Impedances were checked with the lead in the replacement ins and they were no good. They tried to stabilize the lead and corkscrew the battery onto the lead but had no luck. A different new ins was used and the lead went into the ins correctly and everything worked within seconds. The patient was noted to be well after surgery and recovered. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.